Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit will not alarm when done". The unit was triaged, and the reported issue could not be confirmed at this time. Recertification testing was performed, and unit passed. A feed/flush set was connected, and unit was started feeding at a rate of 400 ml/h. Allowed unit to feed overnight to charge the battery. Rate was changed to 125 ml/h and volume was cleared. Ac power was removed. Unit ran for 19 hours before being powered down for a low battery. Ac power was connected, and unit was powered up and passed post. Unit still displayed a rate of 125 ml/h. Unit was disassembled. Visual inspection found no anomalies. Unit was recertified. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit will change the rate on its own. The event occurred during patient feeding. No patient injury was reported.